Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump and rupture.

Event description:
Patient reported right side lump and rupture. Anxiety regarding product recall was also noted. Device remains implanted.